Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump shut off unexpectedly and pump displayed the reset screen unexpectedly. Customer¿s blood glucose level was 377 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.